Event description:
Patient reported left side "implant rupture". Additionally reported was capsular contracture, baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: wear abrasion is observed. Crease fold is observed. White calcification is observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side "implant rupture." Healthcare professional additionally reported left capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Additionally reported was capsular contracture, baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant rupture.

Event description:
Patient reported left side "implant rupture". Device remains implanted.